Event description:
It was reported that during an anastomosis procedure, the device cut but staples were not formed and remained inside the stapler. They had to begin with the anastomosis. The surgeon noted that the staplers partially came out the stapler and were not formed. In addition, it is noted that the safety plastic ring was shifted after the firing. As a consequence of this issue, they had to change to an open surgery.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.